Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad after the customer had gotten into the swimming pool with the insulin pump. The customer stated that she had been in the pool for about 30 minutes with the insulin pump on. She added that the insulin pump alarmed battery change too slow. The customer did not know the blood glucose reading. She changed the batteries several time. She observed condensation under the screen and placed the device in rice to dry it out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No unexpected battery out limit alarm was noted. No moisture damage was noted on the liquid crystal display board, motherboard, interface board, radiofrequency board, motor, vibrator, and battery tube assembly during a visual inspection. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked battery tube threads, and cracked belt clip slot.